Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the screw at implant site #19 fractured in a well seated implant. Removal tools purchased via cs. The cs rep. Requested screw unisg to be sent out. Patient returning for screw removal. As a result of this event, no injury to the patient was reported.

Manufacturer narrative:
One unknown 3i screw, was not returned for investigation. Therefore, visual inspection could not be performed. The investigation was performed using applicable instructions for use and risk files to address reported event. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted and no per form was provided. Bone density type is unknown. The reported device was located in an tooth site #19 and was used for an unknown amount of time. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was not completed for the unknown 3i screw since the item/lot number was unknown. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review was not reviewed for the unknown 3i screw since the item/lot number was unknown. Based on the available information, device malfunction could not be verified as the exact details of the reported event was non-verifiable and the product was not returned. The following sections have been updated: g6: checked "follow-up." H3: changed "yes" to "no." H3 other text : device not returned.

Event description:
No further event information available at the time of this report.